Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that during testing at the healthcare facility, the hook was found to be broken off the navlock universal tracker adapter. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing at the healthcare facility, the hook was found to be broken off the navlock universal tracker adapter. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.